Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of switch 1 and 4 not working were not confirmed. In addition to evaluation in b5, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The illumination lens was discolored. The insertion tube had scratches. The curved rubber adhesive part was missing. The curved rubber bond was cracked. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. Scratches were found on the tip cover. The amount of suction was insufficient due to abrasion of the suction cylinder. The suction cylinder was scraped. The objective lens was discolored. The field of view was cloudy due to discoloration of the objective lens. Forceps flare was occurred. Scratches were found on the operation part. The operation part was discolored. Scratches were found on the switch box. Operation unit cover was scratched. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. Protector of universal cord on scope connector side had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope switch 1 and 4 sometimes do not work. The intended procedure was completed without delay. There was no report of user or patient harm associated with this event. During incoming inspection, the nozzle was clogged with foreign object. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. There was no time lag between the end of clinical use and the start of pre-cleaning. Water and air were supplied to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle.